Manufacturer narrative:
(B)(4). Medtronic received the following information from the journal article entitled: "renal function after abdominal aortic aneurysm repair in patients with baseline chronic renal insufficiency: open vs. Endovascular repair." Pablo marques de marino, isaac mart inez lopez, Iñaki cernuda artero, maday cabrero fernandez, ferran pla sanchez, oscar ucles cabeza, francisco j. Serrano hernando. International angiology 2018 (37), issue 5 ,doi: 10.23736/s0392-9590.18.04010-5. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant were implanted in patients for the endovascular treatment of abdominal aortic aneurysms between 2008 and 2015. The following events were reported: serious injury: pneumonia, pulmonary thromboembolism, exacerbation of heart failure, kidney injury, ischemia.